Manufacturer narrative:
An event of advancement difficulty, difficulty positioning and retracting was reported. Also reported that due to unsatisfactory positioning, the valve re-sheathed two times and during second re-sheath the valve could not retrieve completely into the valve capsule. The delivery system with valve inside was removed from the femoral artery and a new valve and delivery system were chosen and valve was successfully implanted. The device was returned to abbott and the investigation found that the valve capsule was damaged which precluded the functional testing. The nosecone was fractured from rest of the delivery system. All other parts of delivery system were functional and contained no anomalies. The cause of the reported incident could not be conclusively determined; however, challenging patient anatomy may have contributed to the reported advancement difficulty. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 15 july 2024, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. The aortic annulus perimeter was 71.3mm and the valve loaded regularly in the delivery system, the therapy specialist checked he tabs are located good within the retainer receptacles. During procedure, some aortic regurgitation was noted after pre-dilation and there was a drop in blood pressure and the physician noted the system was hard to be pushed on the wire, but then it moved down and implant continued regularly. Due to unsatisfactory positioning, the valve re-sheathed two times and during 2nd re-sheath the valve could not retrieve completely into the valve capsule. The delivery system was retrieved to the ascending aorta and to be straightened, but the valve could not be retrieved completely. The delivery system with valve inside was removed from the femoral artery and a new 25mm navitor valve and a new small flexnav delivery system were chosen. The valve loaded and implanted successfully. There was 3min delay in the procedure. The patient was reported stable.